Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, serial/lot #: 3.1.5, h3,h6) no parts have been received by the manufacturer for evaluation. A1102 is for the target alignment error. A0709 is for the system not recognizing the needle. A0908 is for the inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the site had trouble during multiple phases during surgery. First in the guidance window the target dot didn¿t appear when locking the trajectory, it did show the target alignment error but not the dot that we want inside the smaller circle. After a couple of times of going back and forth, it finally appeared, however the tissue samples obtained then weren¿t satisfactory (didn¿t look like tumor), so the surgeon decided to plan a second target. After foreign the plan the surgeon did everything that had been advised, cycling the views etc, and this time the trajectory locking worked normally, but the system didn¿t recognize the needle. The site cleaned the needle and again went back and forth with the locking, cycling views, and on the sixth try the surgeon decided to use the trajectory and just measure the needle length, however this time the needle became visibleall of a sudden. With this second trajectory the surgeon moved the target more anterior than the first one, both of them were planned inside the tumor. The second biopsy looked a bit better but not completely certain, but I didn¿t want to risk it further and closed. A computed tomography (CT) scan the next day showed that they were just behind and lateral to the tumor both times. The target alignment error was under 1mm both times and registration went smoothly with seemingly good accuracy. It was a noted inaccuracy in the post operative scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no delay to the procedure. The procedure was completed without navigation. There was no impact on the patient's outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.